Event description:
During a call to baxter global technical services, the patient reported they had recently been released from the hospital. Follow-up with the patient on (B)(6) 2012 revealed the patient was hospitalized (dates not reporter) for peritonitis. Treatment rendered for the events was not reported. The cause of the peritonitis was not reported. The patient reported was doing fine now and continues to use the homechoice for peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4).the complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.